Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure (event) observed during analysis.a partial lead with the distal tip measuring 50.3cm was returned for analysis. Internal insulation abrasion was noted at 12.5-13.0cm from the distal tip. The etfe coating was intact at this location.(B)(4).